Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected two supra ventricular tachycardia (svt) episodes that were thought to be actual ventricular tachycardia (vt). In addition, there was low r-waves observed with the right ventricular (rv) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.